Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref. No.: (B)(4).

Event description:
Report received from the USA stating that the device was "leaking air." The device was being used during surgery. There was no user or patient injury reported. It is unk if delay or medical intervention occurred. There was no additional info provided.